Event description:
The following was based on the medical recorded provided by the pt's treatment facility. The pt presented with musical cramps, mostly in his upper extremities, nausea and mile diffuse abdominal tenderness and cloudy effluent. He was treated with zosyn IV for possible spontaneous bacterial peritonitis and aspirin for possible sub-acute myocardial infarction (mi). He was also diagnosed with systemic inflammatory response syndrome (sirs), rib contusions form his fall, gram positive cocci peritonitis, hyponatremia, hypokalemia, hypomagnesemia, hypocalcemia, large left pleural effusion, coronary artery disease and ischemic cardiomyopathy with left ventricular ejection fraction of 35% to 40%. He was discharged on (B)(6) 2014.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information a MDR's will be filed against the cycler while undergoing review by post market clinical dept and manufacturing plant. Related MDR: 8030665-2014-00177.